Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Insulin did not exit while troubleshooting. The reservoir may have been occluded. The customer was hospitalized with ketones and pneumonia. The customer had a fever and was vomiting. The customer called 911 on (B)(6) 2015 with a blood glucose level of 57 mmol/l. The customer was wearing their insulin pump at the time of the 911 call. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.